Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (396 mg/dl) with moderate ketones. A correction bolus was delivered via the pump and bg continued to elevate, with bg meter reading high. Customer reverted to an alternate pump using the same infusion set and bg stabilized. Recommendation was made by tandem technical support to consult with health care provider regarding adjustment of pump basal setting.